Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a purchase order was received in customer service with the word "rupture" written on the order form next to a label for a 5.0 x 40 mm armada 35. No additional information was provided.

Manufacturer narrative:
(B)(4). The return status has been changed from yes to no. (B)(4). The device was not returned for analysis. The armada 35 instruction for use, states: inflation in excess of the rated burst pressure may cause the balloon to rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Updated case details: it was reported that the procedure was to treat a calcified unspecified artery. A 5.0 x 40 mm armada 35 balloon catheter was inflated to 24 atmospheres two times when the balloon ruptured. A 6 x 80 mm non-abbott balloon was used for further pre-dilatation and an unspecified stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.